Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was experiencing high blood glucose level over 400 mg/dl. Customer treated her high blood glucose level with an insulin injection. Customer was sent to the emergency room on (B)(6) 2015 by her doctor due to ketones. Customer stated she had a bad site and changed the site and infusion set, and was tested for ketones the day before the emergency visit. Customer's blood glucose level at time of emergency room visit was 260 mg/dl. Customer was wearing the insulin pump at time of emergency room visit. After troubleshooting, the customer will be sent a tubing clamp, and was advised to call back to complete the help line test once the customer received the tubing clamp. Customer's blood glucose level at time of call was 163 mg/dl. Insulin pump will not be returned for analysis.